Manufacturer narrative:
(B)(4).

Event description:
At implant the physician struggled with connecting the lead to the extension. He could not get the last contact of the lead to go into the extension smoothly. He considered this a "manufacturer defect." The extension was thrown away. Additional info has been requested.